Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via eletrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device and first set of pads used in the patient event (onestep basic pads lot# 5023) were returned to zoll medical canada for evaluation. The device passed all functional testing. The customer's report was verified and attributed the onestep pads. The device was recertified and returned to the customer. The pads were sent to zoll chelmsford and pawtucket for further testing. Evaluation of the onestep basic pads found the pins internal to the electrode connector had become flared out and no connection was being made with the defibrillator. The onestep pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.